Manufacturer narrative:
Device history record was reviewed and no discrepancies were found. Review of complaint history determined no action is necessary as no trends were identified. Root cause of the adverse event is likely due to surgical technique; however, a conclusive root cause could not be determined. Associated risks are addressed in risk documentation. There is no evidence of product nonconformance and it does not appear that the cause of the revision surgery is related to product performance. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). An investigation has been initiated. Upon completion of the investigation, a follow up report will be filed.

Event description:
It was reported during a right ankle subchondroplasty procedure, the consistency of the cement mix was granular. The medical staff added an additional 1cc of saline to reach the desired consistency and the mix was injected using a stainless steel syringe. The syringe punctured the bone wall and the cement leaked into the joint. The surgeon flushed and the subtalar joint, resulting in a 30 minute delay. Attempts to obtain additional information have been made; however, no more is available.